Manufacturer narrative:
H3: analysis of pli# 10 product ID# 37714 found no significant anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for an unknown indication for use. The patient reported to the manufacturer representative (rep) that ins needs charging more often and they needed to charge for a longer period of time during each charge session. Based on the recharge summary details in the clinician programmer, the patient¿s recharge data was as follows: 1) (B)(6) 2020: 3 charging sessions-session 1: 0% battery, 0.7 hrs charging time; session 2: 50% battery level, 0.8 hrs; session 3: 100% battery level, 4.6 hrs-for total of 6.1 hrs, from 0% to100%.2) (B)(6) 2020: battery level 100%, 4 hrs charging time; 3) (B)(6) 2020: 50% battery level, 0.9hrs. 4) (B)(6) 2020: 75% battery level, 2.1hrs charging. It was reported that the patient had a coupling bar average of 8 bars. Technical services reviewed recharge interval estimation based on the patient¿s settings: b1: 4.85v, 60pw, 1000hz, 1599 ohms, 2.934ma used 24 hrs/day. The estimated recharge interval: bol: 8.08 days and eol: 6.78 days. Technical services reviewed that the recharging duration seems appropriate based on the ending battery level and charging times. Based on the current charging schedule and at the estimated recharge interval calculation, technical services reviewed that there seemed to be a disconnect, but further recharging data would be needed (such as the recharger stats to get beginning battery voltage and ending battery voltage) to have a clearer picture of what was going on. The rep didn't want to capture that data. It was reported that the rep felt that it may be time to talk about replacing the ins battery because the charging was becoming more of a "lifestyle burden" for the patient. Technical services reviewed the ins battery was designed to deliver the programmed stimulation regardless of ins battery level. The rep was going to redirect the patient back to their physician to discuss next steps. The event began in 2019. Additional information from the hcp via a manufacturer representative on (B)(6) 2020 reporting that the event was caused by the patient not being used to high density (hd) settings. A replacement was planned. No further complications were reported.